Manufacturer narrative:
(B)(4). Date sent: 9/12/2023 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: please explain in detail what was the issue with the device. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? No, the device didn't deliver any staples, only cutting with device's knife without delivering staples ( miss firing ). Yes, but the surgeon handled as per our guidelines he has used the knife reverse button and has opened the device. Currently the distributor ( united company of pharmacists ) received the miss firing device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the device miss fired of gold reload during a sleeve gastrectomy case while working. The surgery was delayed by 15 minutes. A new gold reload was used and took sutures to the line. The procedure was completed successfully. Fragments were generated from the device an removed successfully. No patient consequences were reported.